Event description:
New information received states that far p-wave oversensing was observed again. Programming change was made but the issue was not resolved. Further programming changes and repositioning the lead were recommended. The physician elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far p-wave oversensing was observed. Programming changes were made. The patient will continue to be monitored. The patient condition is stable.